Event description:
The customer reported that an employee experienced human reaction when unloading a load from the unit after a completed cycle. The employee had "minor white spotting on the skin." It was reported that the employee did not seek medical attention or require treatment. The employee recovered without issues. It was also reported that the vaporizer plate was not in place.